Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Event description indicates device was damaged previously by a cross threaded screw. Directions for use states: "inspect the instruments for damage prior to use and at all stages of handling thereafter." Based on what was stated in the event, the directions for use, dfu-0023 sub-section g was not followed. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the left small nv shield was used for a high tibial osteotomy procedure. The device previously had a fastener screw cross threaded into the female attachment to attach to the jig. Several fastener screws were damaged trying to attach the shield. It was discovered that the shield was damaged. The patient was already under anesthesia and the surgeon had made an incision and dissected down for c-arm guided measuring. At that point due to the device issue, the procedure was aborted. The procedure has been rescheduled for (B)(6) 2016. Follow up information: the second surgery took place on (B)(6) 2016. The procedure was completed successfully with no issues.